Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to allergic reaction at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use. No malfunction. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient was noted to have low density (type iii) bone and inadequate oral hygiene. The reported device was located on tooth # 21 and was used for approximately 8 months, 5 days. The customer did not provide any pictures or x-rays. Complainant reported that the implant was removed due to allergic reaction at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.